Manufacturer narrative:
This report is being updated to provide investigation results. New information is reported in h4, h6, and h10. Update information e1. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: important information-please read before use warnings and cautions warning "do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending it could also cause parts of the endoscope to fall off inside the patient. It could also cause parts of the endoscope to fall off inside the patient. " conclusion: it is presumed that this event was caused by the application of external force such as strong rubbing or bumping of the relevant part during transportation, storage, use, or cleaning. Since it is determined that this event can be prevented by following the proper handling outlined in the instruction manual, it is determined the reported event was caused by the handling by the user.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the forceps glue is cut, cracked, and leaking leading to the user's report. The elevator channel is loose. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while reprocessing an evis exera ii ultrasound gastrovideoscope, there was an air leak from the distal end of the scope. There was no patient impact related to this occurrence.